Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter (onetouch verioiq) was reading inaccurately high in comparison to the patient's feelings or normal results. This complaint is being reported because the device failed a control solution test during troubleshooting. There was no allegation of injury or medical intervention.